Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting through the tear during a fluid pass through test. It could not be determined when and how the tear occurred, or if the damage contributed to the device failing to deliver insulin. No other damages or defects were found with the device that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's arm for between 1 and 4 hours. As treatment, a new pod was applied.